Manufacturer narrative:
(B)(4). Item 42538000502 lot 64529151, item 42558000202 lot 64623165, item 42528200508 lot 64561694. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00019.

Event description:
It was reported that unicompartmental knee arthroplasty was performed with ppk; subsequently about one week after the primary operation, the patient's tibia bone cracked from a pinhole made by new type cut guide. The patient bone has been observed. A revision is not planned so far. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0001825034-2021-01404.

Event description:
No further event information available at the time of this report.